Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, (B)(6); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported on (B)(6) 2018 they removed two old leads and just attempted to instead 2 new leads however they discarded them instead. They were opened and not used. Patient will come back for a lead implant. Additional information was received from the manufacturing representative (rep) on oct 03-2018. It was reported that there was a lead migration with the original leads. Two new leads were unable to be implanted was not related to device. All leads discarded. The implantable neuro stimulator (ins) remains in place. Patient is being referred to a surgeon for surgical leads. No further patient symptoms or complications were reported in this event.